Manufacturer narrative:
Diopter: 23.00 se/2.0 silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: (user error caused or contributed to event): based on the complaint history and lens work order search, it was determined that the root cause of this event was due to operator error. (B)(4)

Event description:
The reporter stated the surgeon inserted an aa4203tl 23.0 se/2.0 diopter silicone single piece lens with toric optic. The lens tore during insertion into the patient's left eye. The lens was removed and a backup lens, same model and diopter size was implanted. There was no injury to the patient. Cause of lens tear was operator error. No problem with the device.

Manufacturer narrative:
(B)(4). Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Per medical review - reportedly, lens was torn off during insertion requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. According to the report by a nurse, dated on 11/03/15, the cause of the event was user (operator) error and there was no problem with the device. The report stated that backup lens was successfully implanted and there was no injury to the patient. No reported postoperative sequelae. (B)(4).